Event description:
Dentist reported that patient advised after treatment for crown seating of 1st and 2nd degree burns to oral tissue - tongue and cheek. Dentist noted patient took otc meds and stated patient missed 2-3 days of work due to injuries. Patient visited oral surgeon to seek treatment for injuries. Dentist was not sure which unit used (serial number identification).